Manufacturer narrative:
Rod and cap side hydraulic hoses.

Event description:
It was reported by svc report that the cot was leaking hydraulic fluid from two main hoses. No pt involvement or adverse consequences are reported.